Manufacturer narrative:
Serial number omitted from previous regulatory report # 3004209178-2019-11783. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reported their ins has done nothing for them. They have had so much trouble charging it. No further information was reported.

Event description:
No additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40 lot# serial# (B)(4) implanted: (B)(6) 1997 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is getting an MRI for a problem with their device. The caller stated there is a concern that the patient has an infection on their left lead. The caller stated (B)(6) 2018 there were several cysts resected by a dermatologist and the patient then went to a plastic surgeon and they were unable to get the wounds to heal at that time they were beginning to "see wires". The caller was directed to have the patient meet with their managing doctor. The caller stated she doesn't know who the doctor is, but the patient is being referred to a clinic. No further complications were reported. No additional patient symptoms were reported.